Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer changed the cartridge to address the issue. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.